Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/24/2013 with the following findings: a review of the pump¿s history showed that the last bolus and last basal delivery were recorded on 08/04/2013. The history showed no evidence of alarms related to the complaint, only typical usage was observed. The total daily doses added up to correctly reflect the user¿s programmed basal rates. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Event description:
On (B)(6) 2013 the reporter contacted animas to report there were air bubbles in the pump, and the patient¿s subsequent blood glucose readings ranged from 250 mg/dl to 300 mg/dl. During that time period, the patient did not experience any symptoms of high or low blood glucose levels, and did not seek any medical attention or treatment. As the issue was not resolved with troubleshooting, this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.